Event description:
The customer reported the ventilator was vent inop due to pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, if the reported problem occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service engineer reported all cable connections were tightened and there was no reoccurrence.